Manufacturer narrative:
Evaluation summary: one device was returned in the opened position and with no visual non-conformances and with no cartridge loaded. No functional test could be performed as the clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the release button left post was damaged; no other anomalies were noted. Event described could not be confirmed as the device was returned in the opened position.

Event description:
It was reported that during a gastric bypass procedure, the device was difficult to open. A new device was used to complete the procedure. There was no patient consequence.